Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the atrial capture management had been programmed off, so no threshold trend data was available. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold had been increasing. The lead was tested in unipolar with no significant difference, so it was left bipolar. The lead remains in use. No patient complications have been reported as a result of this event.